Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. The patient remains ongoing on the heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Although no device related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with chest pain and shortness of breath. It was noted that they had been drinking a lot of vodka recently. Log files were submitted for review and captured low flow events on 25nov2024 and 29nov2024 which occur at times when pulsatility index (pi) was elevated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the cause of the chest pain and shortness of breath was alcohol withdrawal, the patient drinking 1 liter of vodka, and not taking prescription medication. A cardiac event was ruled out with an electrocardiogram (EKG), chest x-ray, and labs. The patient required 50 milligrams of librium and 10 milligrams of intravenous valium. The cause of the low flows was hypotension in the setting of medical noncompliance and the low flows resolved with a resumption of medication.